Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007. Patient has experienced grinding, metal flakes in and around the socket, fluid, pain, swelling, and limited range of motion. There is no mention of revision surgery. Plaintiffs preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.